Event description:
I use the medtronic guardian 4 continuous glucose monitor (sensor) in conjunction with an insulin pump. This sensor is made to last 7 days. However, the product frequently lasts only 5-6 days. Today, my sensor failed after only 4 days! I typically contact medtronic to report the early failure, and they send me a replacement sensor. Of late, medtronic reps are "interrogating" me with many more questions as though I'm stealing a replacement sensor from them. I'd be thrilled if this product lasted 7 days. When it fails early, it's often at a time when I'm not prepared to insert a new sensor, so I am forced to use glucose test strips 6-7 times a day to check my blood glucose. This is an unnecessary expense for medicare. When a sensor fails prematurely, it oftentimes gives inaccurate glucose readings during the preceding 6-8 hours: either too high or too low. If a malfunctioning sensor indicates a low blood sugar when it's really normal or high, I might treat it with fast acting carbs thus increasing an already high blood glucose. If it erroneously indicates a high glucose when my blood glucose is actually normal or low, I will typically take more insulin thus causing hypoglycemia.